Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have vitamin d abnormal ("vitamin d goes up and down"). The patient was treated with surgery (removal). At the time of the report, the medical device removal outcome was unknown and the vitamin d abnormal had not resolved. The reporter considered medical device removal and vitamin d abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: due to internal review this record was detected to be a duplicate to record # us-bayer-(B)(4) to which all information will be transferred, then this duplicate record # us-bayer-(B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have vitamin d abnormal ("vitamin d goes up and down"). The patient was treated with surgery (removal). At the time of the report, the medical device removal outcome was unknown and the vitamin d abnormal had not resolved. The reporter considered medical device removal and vitamin d abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.